Event description:
Follow-up revealed the patient also complained of double vision, blurry vision, pain and dry eye since her initial intraocular lens implant surgery. A lens exchange took place in 11/2005. The pt is reported to be happy following the lens exchange.

Event description:
A patient called to report that she is experiencing severe glare and flashes of light following intraocular lens implantation. She specifically requested that co did not contact her surgeon and is in the process of determining whether she will seek out another physician to evaluate her concerns. The lens remains implanted.